Manufacturer narrative:
The report is submitted following a conversation with the physician for obtaining relevant background information.. In the professional opinion of the physician, the event is not related to any device malfunction or misuse. There was no unusual behavior of the device, and the physician would have neither done anything differently nor use the device differently under the same circumstances. This procedure is a high-risk procedure, and such adverse events are well known risks of this procedure. For the conclusion, we believe there is a known inherent risk of the procedure. This report is submitted in an abundance of caution.

Event description:
During a lead extraction procedure, two leads were attempted to be removed from a 54-year old female patient indicated for lead extraction procedure due to ICD malfunction. The procedure was performed under general anesthesia. Fluroscopy and trans-esophageal-echo were used throughout the extraction process. Leads were prepared with locking stylets. The first lead was removed successfully without complication using the xtractor device and a locking stylet. During the extraction of the second lead, approximately after passing the svc towards the atrium, a blood pressure drop was noted, suggesting that there was a tear in the svc or atrium, which was confirmed by echo. Accordingly, surgical intervention by sternotomy was required.